Event description:
The pump and catheter were returned after explant with no information.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4). Evaluation summary - the pump and catheter were returned for analysis. Analysis of the pump revealed no anomaly found. Interrogation of the pump upon receipt indicated that the pump was delivering saline. The catheter was returned in two segments. Analysis of the catheter segments revealed that the catheter body was broken on segment one; foreign material and cracks were noted; 2 cracks breached the lumen.